Manufacturer narrative:
The field service engineer (fse) found that the vacuum tube for the cell rinse had slipped off. The fse reassembled this and confirmed the module was operating within specification. Reassembly of the vacuum tube resolved the issue. Detergent 1 (contains naoh-d) is added for cell cleaning permanently via the cell rinse unit. If the performance is disturbed by leaky connections as occurred in this case, droplets could fall in cells used for measurement affecting the results. The investigation determined the issue identified by the fse was the root cause of the event.

Manufacturer narrative:
The customer found crystallization at the ultrasonic mixer. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable result ise indirect gen. 2 sodium result for one patient sample from the cobas 6000 c 501 module. The initial result was 192 mmol/l and the repeat result was 140 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.